Manufacturer narrative:
G4:28dec2020. B4:30dec2020. Periodic maintenance the field service engineer (fse) evaluated the device and confirmed the reported problem in the error log. The fse replaced the central processing unit, printed circuit board assembly (cpu pcba ) board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. The removed cpu pcba was returned for evaluation. It was determined that ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. No further investigation is warranted since the ls1 failures where the ls1 does not include a date code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
It was reported to philips that the device had a back-up alarm failure code. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.